Manufacturer narrative:
H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported that the cgm displayed results differing from glucometer measurements. The case was escalated, and it was determined that the system experienced a period of instability but later showed improved agreement between readings. The user was advised to continue using the system. During the last interaction, the user requested sensor removal. The territory manager has been informed and was aware of the request.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.